Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing got detached from the connector event on (B)(6) 2026. The infusion set was in use for five minutes. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.